Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implant surgery, a powdery white clouding of the iol was noted to have increased since last yr. The iol was implanted six yrs ago. The surgeon also reported also reported the pt experienced increasing glare and tearing. In a f/u, the surgeon reported it is unk if the clouding was due to the iol or to perioperative circumstances. Add'l info has been requested.